Manufacturer narrative:
Neither the complaint product nor angiographic material was returned for technical investigation. Only three images, taken with a mobile phone from the angiographic screen were provided. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The three images taken from the angiographic screen show the aneurysm during the initial treatment, the re-bleeding, and the successful re-seal. As no films were available no judgement about the potential vessel spasm can be given. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined. Considering the physicians description of the vessel spasm and mobility, the root cause is most likely related to the patients anatomy. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
A pk papyrus covered stent system was implanted at the splenic artery mouth successfully. 4 months later a leak into the aneurysm was noted. Re-do of the case was necessary. Splenic artery vessel had a lot of spasm and mobility and appeared to be pushing pk papyrus distally in vessel, leaving proximal and allowing leak into aneurysm. Second pk papyrus placed on (B)(6) 2023 proximally, which reduced vessel mobility and sealed the aneurysm mouth.